Manufacturer narrative:
Sc-8120-70/(B)(4). Device evaluation indicated that the complaint has been confirmed. Visual inspection revealed that body of the paddle end has been severely damaged and torn apart. The lead body connected to electrodes 1-8 is completely separated from the paddle. There are exposed cables. It appears that excessive tensile force was exerted onto the lead bodies. Electrical testing couldn¿t be performed due to the severe damage to the lead bodies. Additionally, the lead bodies were cleanly cut in multiple sections. The clean cut damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray was taken and revealed high impedances with the lead. The patient underwent a lead replacement procedure and it was found out that the lead was completely fractured. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray was taken and revealed high impedances with the lead. The patient underwent a lead replacement procedure and it was found out that the lead was completely fractured. The patient was doing well postoperatively.